Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that in 2018 when they turned a tens unit on, it shocked the patient on other parts of her body. The patient was told it was ok to use a tens unit with the implant. No further complications were reported.